Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported black screen displayed during therapeutic laparoscopic cholecystectomy procedure while arterial bleeding involving an olympus gynecologic laparoscope when the patient was under sedation. There was no patient injury reported.